Event description:
It was reported during a medical procedure on (B)(6) 2024, the light is cutting out while in patient. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Per device evaluation by the manufacturer: during the manufacturer's technical inspection, the error description provided by the customer light is cutting out was confirmed, and further defects were detected. In total the following defects were detected: led flickers, led is dim, blade damaged, adhesive points on camera head worn, leaking, cover damaged. As stated, the device passed the quality check at the time of delivery. Based on the defects found during the technical inspection it is concluded that the most likely cause for the described error is the wear of the adhesive at the tip of the c-mac blade, coming from wear and tear during use and the reprocessing process. The wear of the adhesive causes liquid to penetrate the blade, which affects the electronics and causes the light is out. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device was returned to our us facility, and will later be forwarded to the manufacturer for evaluation. Should relevant additional information investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).